Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking out of the port. The leaks were discovered prior to patient use, when the bags were in the refrigerator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured july 13, 2018 - july 14, 2018. Two actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak from the spike port of both samples. The reported condition was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.